Manufacturer narrative:
In this case, the returned device analysis confirmed the reported leak and also a tear was observed on the silicone valve inside the clip introducer. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of observed tear cannot be determined. The reported leak appears to be a cascading effect of the observed tear in the silicon valve. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a leak. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. When introducing the clip introducer (ci) into the steerable guide catheter (sgc), air was observed in the ci. The clip was continued to be used and implanted without further issues, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.